Event description:
A pt was implanted with prodisc-c on an unk date. The pt complained of pain and was returned to the operating room on (B)(6) 2012 for removal of the implant and revision to fusion.

Manufacturer narrative:
Review of the mfg records and raw material records found no complaint-related discrepancies.